Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted p.f.c.* press-fit rod wrench confirmed the wrench will intermittently freeze and not adjust. The complaint sample has been subjected to heavy usage. The root cause is being attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, no corrective action is being taken at this time. Continue to monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument is broken.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search against reported product code found similar reported events. Previous reported events were investigated and the root cause attributed to device wear from normal use and servicing. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.